Event description:
Pt was implanted with uss dual-opening system at t2-sacrum in 2010. Pt was returned to the operating room on (B)(6) 2012 for revision surgery. The two rods were broken and five screws were loose. Surgeon removed all hardware. Surgeon revised the pt with new rods and screws. This report is #13 of 18 for the same event.

Manufacturer narrative:
The investigation could not be completed, no conclusions could be drawn as no device was returned and no lot number was provided.